Manufacturer narrative:
Patient information is unknown. Date of plate breaking is unknown. The 510k: this report is for an unknown 4.5mm locking compression plate (lcp) proximal femur plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation and date of explantation are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter contact information is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a manager of professional education that radiographs received from a contributing surgeon for an upcoming course revealed hardware failure of a femur plate. This report is for an unknown 4.5mm locking compression plate (lcp) proximal femur plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection- actual device was not returned to customer quality (cq) for analysis. Visual inspection performed at cq of the provided radiographs confirmed the condition of post operative plate breakage, which agrees with the reported complaint condition. The plate has a transverse break at the transition area from diaphyseal to metaphyseal regions. The break is through the most proximal diaphyseal plate hole. Document/specification review- a review of the device history records was unable to be performed since the lot number was unknown. The exact part # of the complaint device could not be definitively determined based on the provided radiographs and reported information. It can be determined that it is most likely in the 4.5mm lcp proximal femoral plate family (part#'s 242.102-128, 242.804-816). Tabulated product drawing for the family of 4.5mm left lcp proximal femur plates was reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection- a dimensional inspection of features relevant to this complaint could not be obtained at cq because the device was not returned for analysis. Conclusion- a definitive root cause for the post operative plate breakage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.